Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley bags were sticking together, stopping the drainage and required replacement. Customer could not tell that the bag was stuck together until after the foley had been in place for a while. It had appeared near the drainage area of the bag it was sealed very tightly almost as if it was stuck together.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley bags were sticking together, stopping the drainage and required replacement. Customer could not tell that the bag was stuck together until after the foley had been in place for a while. It had appeared near the drainage area of the bag it was sealed very tightly almost as if it was stuck together. Lot#ngjz0545 and lot#ngkq1029.